Event description:
It was reported that following the implantation of an elevate posterior the patient experienced "mesh exposure in vagina'. Medication was prescribed and the event was considered not recovered/not resolved (continuing). No further patient complications have been reported in relation to this event.

Event description:
Additional information received indicating the mesh exposure event was consider resolved/recovered with no sequelae on (B)(6) 2015. No further patient complications have been reported in relation to this event.